Manufacturer narrative:
(B) (4): device was returned to the manufacturer for evaluation. The visual examination shows that the lower jaw pivot pin is missing and a crack is present on upper side of pivot pin hole. The pivot pin was not returned for analysis. The location, direction, and amount of force required in order to induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event. The observations are consistent with misuse, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the pin in the tip of the instrument was pulled out. Although the instrument was used in surgery, no patient complications were reported.